Event description:
It was reported that the pacemaker device exhibited oversensing and noisy signals. The health care professional (hcp) suspected that this could be due to electromagnetic interference (emi) but it was not confirmed. Upon review of the latitude, it was noted that this right ventricular (rv) lead was programmed on unipolar sensing and pacing. Also, it was observed in the past an out of range of rv pace impedance of greater than 3000 ohms and rv lead safety switch algorithm had switched rv lead configuration from bipolar to unipolar. The presenting electrogram (egm) showed noise on the rv channel. This noise was oversensed and considered as ventricular tachycardia, which was suggestive for rv lead integrity issue. Technical services (ts) recommended to perform x-ray imaging and have the patient seen for complete evaluation. This rv lead currently remains in service. No adverse patient effects were reported.